Event description:
It was reported that the patient was not symptomatic. It was noted that far p wave oversensing was observed on the atrial lead. Programming changes were made. The patient was to continue with remote monitoring. The patient was stable before and after the programming changes.